Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device is reportedly not returning. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other three proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that prior to a procedure to implant an impella device, suture placement was attempted in an unspecified vessel with a proglide device using the preclose technique. Reportedly, a needle break occurred with four proglide devices. The footplate did not retract with the fourth proglide device used. The device became caught on calcification in the posterior wall of the vessel. A surgical cut down procedure was performed to remove the device, repair the vessel and achieve hemostasis with manual stitching of the artery. The impella device was not inserted. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device but it is not known if the physician is established in the pre-close deployment technique. No additional information was provided.